Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: 2013-(B)(6). Product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. (B)(4).

Event description:
It was reported that the patient had their implantable neurostimulator (ins) removed in (B)(6) or (B)(6) of 2015. The patient stated ¿they had to take it out emergently because it caused an infection in the nerves of my spine and now they are running tests to see how far the damage is.¿ the patient then reported in (B)(6) of 2014 ¿I started complaining about this, and before that it helped me immensely and was a miracle, I could even get out of the wheelchair, but in (B)(6) of last year it started where if I would turn it up it would help my back but it would send jolts down my legs. They came in and made adjustments but none of them worked for me so we had to turn it completely off, but then in (B)(6) or (B)(6) of this year they had to do emergency surgery to take it out. In (B)(6) of 2014 they did a CT scan and it showed I had an infection, so when I came in of (B)(6) or (B)(6) of this year they had to put me on a lot of oral medications and then take it out.¿ since the ins was taken out the patient stated she ¿had 52 falls since then, and my legs log up where they looked deformed and I am having problems with my feet. They have bloodwork testing and other tests like a nerve conduction test to see the damage, and I have tons of herniations from the falls and my hands lock up.¿ the patient stated she couldn¿t go very far without falling and had to have 24-7 care at a nursing home. ¿they found a problem, it starts with an a, a problem that came from the device but I don¿t know what it¿s called but there are two vertebrae that are crushed and fluid can¿t get to my brain so I might even have brain damage.¿ the patient stated the doctor thought there might be some kind of recall on the stimulator and wanted to the patient to check in on this. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.